Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 440 mg/dl at the time of the incident. Customer treated with manual injections. Customer was able to complete the rewind sequence but as soon as the piston hit the reservoir, a motor error occurred. Customer had multiple motor error alarms in the alarm history within the last 30 days. Customer's mother stated that they changed the infusion set yesterday and the pump worked while the customer was at school. Customer was going to bolus for lunch today and he received a motor error alarm. Customer's mother declined troubleshooting for high blood glucose. Caller stated that when they tried to fix the motor error, the customer manually pushed on the insulin with the plunger in the reservoir and then the pump would work to deliver insulin. Customer was advised that the pump will need to be replaced and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.